Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/29/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. Evidence of moisture ingress was found on the inside of the battery compartment; the reported moisture ingress issue was confirmed. The battery compartment was observed to be cracked in the thread area. The threads of the battery compartment and returned battery cap were found to be damaged/worn; the reported battery cap damage was confirmed. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure caused or contributed to the reported power issue. The pump was unable to maintain power with the returned battery cap installed: the reported power issue was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. The pump failed a leak test due to a battery compartment leak; this device failure caused or contributed to the moisture ingress issue. The pump case was removed, and further evidence of moisture ingress was found on internal components. User error contributed to the occurrence of moisture ingress, as the user is instructed to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the threads of the battery cap were stripped and evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.